Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door shims", which was confirmed through observation. Evaluation confirmed the reported symptom "door shims" through component causality of door shims to be missing from front case and therefore was replaced. Component missing.

Event description:
It was reported that a spectrum pump had a door shim issue. It was also reported there was no patient involvement.